Manufacturer narrative:
Reported event: an event regarding revision for unspecified reasons involving a uhr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review by a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as the reason for the revision surgery, operative reports as well as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#: omnifit hfx hip stem, size #: 09 132; cat#: 6070-0935a; lot#: t2335y. Device name#: c-taper cocr lfit head 28mm/0; cat#: 06-2800; lot#806khr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported: "the revision today was performed secondary to pain in the bipolar hip replacement." An entire hemi hip construct was converted to a total hip construct.